Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a

Manufacturer narrative:
Occupation: purchasing professional complete reporter name: (B)(6) the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was attempted to be inserted three times. It was only able to be entered up to 3 cm, below the renal arteries. Without achieving successful insertion, the iab was reviewed with the impression of rupture 2 cm from the base. The doctor decided not to use it, fixed the introducer, and requested a new iab. The central pharmacy was contacted, who commented that at the moment the device was not available, the availability procedure was started. Attention to evolution. The patient continued with a counter-pulsation iab and was assisted. There was nop atient harm or adverse event reported.